Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14339. It was reported the patient experienced ineffective therapy. X-ray imaging confirmed lead migration. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein one lead was revised and the other was explanted. Note: as it is unknown which lead was explanted, both devices are being reported on.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed through lab analysis. The occurrence of ¿high impedance¿ readings is consistent with lead migration. The lead and associated device exhibited normal device characteristics.